Event description:
It was reported that one week after device implant the patient had complete loss of sensing and capture on the ventricular lead with high impedances. During surgery the physician determined that there was a set screw issue. A new device was implanted. The patient is a participant in the surescan pas study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58, implantable pacing lead, (B)(6) 2013; 5086mri52, implantable pacing lead, (B)(6) 2013. (B)(4).